Event description:
It was reported that the aiming beam was not coming out. The procedure was completed using another device. There were no patient complications. Analysis of the returned fiber identified that there was distorted light exiting the connector, indicating an internal fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. Functional testing identified that the aiming beam light was distorted and dim. Upon connecting the fiber to the console, it read: treatments used: 6 treatments left: 4. Microscope inspection of the fiber tip identified that it was clipped. Also, microscope inspection identified that there was distorted light exiting the connector, indicative of an internal connector fracture in addition to burn marks on face. A device history record (DHR) review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of no aiming beam was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Based on all information available and investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.